Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the patient was having repeated shunt malfunctions and had two surgeries for shunt exploration which were negative, and they ultimately underwent an externalization to abate their shunt malfunction symptoms. According to the report, they were consulted by the patient's team and recommended explanting the valve and using another one.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.